Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a ureteroscopy (urs) procedure in the ureter and kidney performed on (B)(6) 2021. The contour vl ureteral stent was initially placed for about 6 weeks. During the procedure for a standard stent removal, it was reported that the implanted contour vl ureteral stent could not be removed. It was found by an optical control with rigid urs that the contour vl ureteral stent became calcified. The implanted contour vl ureteral stent was successfully removed by breaking off the encrustation by laser usage and the procedure was successfully completed with another contour vl ureteral stent. It was noted that the patient didn't undergo any check up's and a multiple morbidity contributes to the encrustation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.

Manufacturer narrative:
Block h6: medical device code a040501 captures the reportable event of stent calcified. Medical device code a150207 captures the reportable event of stent difficult to remove. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted that the renal pigtail damaged was torn and deformed, additionally, some holes are torn and occluded. Also, calcification is present in the stent. No other problems with the device were noted. The reported event was confirmed. During manufacturing process the units are inspected in order to detect or avoid defects, however, there is no control in how devices are handled in the field. Additionally during device analysis it was possible to observe that the stent was occluded and has calcification attached. Since the reported adverse events are known and documented in the labeling. These allegations will be classified as known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a ureteroscopy (urs) procedure in the ureter and kidney performed on (B)(6) 2021. The contour vl ureteral stent was initially placed for about 6 weeks. During the procedure for a standard stent removal, it was reported that the implanted contour vl ureteral stent could not be removed. It was found by an optical control with rigid urs that the contour vl ureteral stent became calcified. The implanted contour vl ureteral stent was successfully removed by breaking off the encrustation by laser usage and the procedure was successfully completed with another contour vl ureteral stent. It was noted that the patient didn't undergo any check up's and a multiple morbidity contributes to the encrustation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.